Manufacturer narrative:
(B)(4).

Event description:
The report states, "they found the defected introducer needle that cannot suck solution and cause air embolism into syringe when they insert the needle to the patient vessel. The problem solved by change the new cvc set". No patient harm or injury. The patient status is reported as "fine".

Event description:
The report states, "they found the defected introducer needle that cannot suck solution and cause air embolism into syringe when they insert the needle to the patient vessel. The problem solved by change the new cvc set". No patient harm or injury. The patient status is reported as "fine."

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only**

Manufacturer narrative:
Qn# (B)(4). The customer report of cracked needle hub was not able to be confirmed through analysis of the customer supplied photos and videos. The videos showed the introducer needle being functionally tested when attached to an ars and a non-arrow syringe. When drawing back on the syringe plungers, large amounts of air was observed entering the syringe barrels. Cracking on the needle hub can contribute to this observed defect; however, a complete visual analysis could not be performed on the needle to verify any damage. Neither the photos nor the videos explicitly show damage to the introducer needle. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a; corrected data: n/a.

Event description:
The report states, "they found the defected introducer needle that cannot suck solution and cause air embolism into syringe when they insert the needle to the patient vessel. The problem solved by change the new cvc set". No patient harm or injury. The patient status is reported as "fine".